Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. The device was explanted and replaced. It was also noted that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.